Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display screen and the battery compartment was found to have cracked. This report is made based on results of investigation completed on 12/06/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/06/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim/discolored verify screen with auditory and vibratory features. The battery compartment was found to have cracked at two places, one on the side near the threads area and another one from the top to the grip pad. Evaluation also revealed that the internal clock battery on the printed circuit board malfunctioned. Upon removal of the primary aa battery, the pump would not retain the user programmed date and time settings. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.